Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and tortuous proximal to mid left anterior descending (lad) artery. Following deployment of another manufacturer's stent, the maverick2 15mm x 3.5mm balloon was advanced for post-dilitation of the stent. The balloon ruptured at 12 atms on the first inflation. The procedure was completed with another manufacturer's device. No pt injuries or complications were reported. The pt's status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device has been disposed at the user facility, therefore, no direct product analysis will be performed. The root cause of the reported incident could not be determined.